Event description:
It was reported that the customer could not think clearly and eventually passed out. A family member tested the patient with the active system and obtained a result of 120 mg/dl. Fifteen minutes later the emt tested the customer with a result of 21 mg/dl. Customer's condition improved upon treatment. Requested return of suspect device and replacement was sent.